Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless ipg implant procedure, the patient experienced palpitation and discomfort in the chest. While maneuvering the device, pericardial effusion was observed via ultrasound, and the patient¿s blood pressure dropped. Cardiac tamponade from perforation was noted. Pericardial fluid was evacuated by pericardial drainage, and the blood pressure was restored. The leadless ipg was positioned and re-positioned approximately three times due to high threshold values. The leadless ipg was successfully implanted on the fourth attempt with good threshold values, and remains in use. No further patient complications have been reported as a result of this event.